Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home on (B)(6) 2018. The cause of death was heart attack. The caller stated that the customer¿s diabetes may have led to their passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller had been out of town during the death; the customer was not answering their phone so the caller asked a neighbor to check on him. The neighbor discovered that the customer had died in the house. The caller declined to return the insulin pump for analysis.